Event description:
Na.

Manufacturer narrative:
Apoc incident: (B)(4). The investigation was completed on 20-jan-2026. A review of the device history record confirmed the cartridge lot met finished goods release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ao (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for hs-tni cartridge lot a25126a.

Manufacturer narrative:
Apoc incident#: (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 24-nov-2025, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant false positive results on a patient. There was no patient information, no details surrounding the event. Cartridge lot# information was not available at the time of this report. Method: date: tested: result: I-stat, on (B)(6) 2025, 11:24, 1000, beckman, on (B)(6) 2025, 12:06, 4. Facility cut offs: beckman, 17.9- hs, I-stat, 21 -hs, 99th percentile: 90% ci: sex: n, (ng/l, pg/ml) (ng/l, pg/ml), female: 490, 13, (10, 17), male: 404 , 28, (19, 58), overall: 895 , 21, (14, 30).